Event description:
A surgeon reported cases of increased corneal haze post prk enhancement. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).